Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that the mainboard/aux board was the root cause. The mainboard and aux board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had error code 41786, which typically indicates a serious malfunction with the pump's main board or wiring assembly. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.